Event description:
Customer reported an error with their continuous glucose monitor (cgm) specifically labeled error 42. There was no adverse impact to the customer's blood glucose level. Customer was guided through a complete pump reset by technical support and was advised to wait 20 minutes before starting the sensor session, which the customer understood and acknowledged.